Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 83 mg/dl and 28 mg/dl. Customer was feeling hypoglycemic symptoms with the readings and self-treated with 2 cookies and 6 ounces of a soft drink. No adverse event reported. Requested return of suspect device and replacement was sent.